Event description:
It was reported that all images were grainy, this caused the patient to be re-exposed. It was determined that the xrc and image calibration along with system back up needed to be completed. Once completed the system is working as intended.